Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that oversensing of noise on this right ventricular (rv) channel of this pacemaker led to pacing inhibition and greater than 2 seconds of asystole. The lead was surgically abandoned and replaced and the device was explanted for normal battery depletion. The caller also had general questions regarding magnetic resonance imaging (MRI) compatibility on the new system. No additional adverse patient effects were reported.